Event description:
The patient reportedly experiences sound quality issues and pain while wearing the external equipment. External equipment was exchanged. Device testing indicates that the device is not functioning within specifications. Device revision surgery has been scheduled.